Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report a lv 2 infusor burst after using it for 38-40 hours. There is no patient involvement. There is no further complaint information available.